Event description:
A customer contacted baxter technical service center regarding a system error 2240 during drain 3/5 while using the home choice system. The caregiver (cg) stated that there was a hole in the supply line. The home patient and bags were connected. The service rep explained and cleared the alarm. The cg stated that he would let the nurse know of the air detect alarm and ask how to continue therapy. The tubing wet was not available for eval. The home patient's nurse was contacted and stated that the home patient was diagnosed with peritonitis on (B) (6) 2008 and was on antibiotics. The peritonitis episode is being investigated and documented under (B) (4).

Manufacturer narrative:
(B) (4).